Event description:
It was reported that during a procedure to treat the diagonal 2 vessel, a perforation occurred which required the use of a graftmaster stent. The 2.8 x 26 mm graftmaster stent was placed successfully and the perforation was sealed; however, a new perforation occurred distal to the stent. Long balloon inflations were performed; however, the perforation could not be sealed. No further stent was attempted and the patient was sent for coil embolization. The patient was treated successfully with a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported perforation is listed in the graftmaster instructions for use in the potential adverse events as a potential adverse effect. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.